Event description:
A report was received that the patient was experiencing constant, burning, sensitive pain along the left-side of the ipg site. It was noted that the patient developed intolerable headaches whenever the device was on and active however, it resolved when the device was turned off. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein the ipg was removed. The physician could not determined if the headache was device related. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing constant, burning, sensitive pain along the left-side of the ipg site. It was noted that the patient developed intolerable headaches whenever the device was on and active however, it resolved when the device was turned off. The patient will undergo an ipg explant procedure.